Event description:
On august 7, 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged issue began approx 1 year prior to contacting lfs. The cca noted that the pt manages her diabetes with insulin (no adjustments); however, it is not known what action, if any, the pt took regarding her diabetes management as result of the alleged power issue. On an unspecified date/time after the issue began (approx 4 months prior to contacting lfs), the pt claimed she felt sweaty and was treated by an hcp with oral glucose. The pt reported that she was tested with an emergency medical service meter at the time of the symptoms; however, did not recall the result obtained. At the time of troubleshooting, the cca noted that the pt had not replaced the subject meter's battery as recommended in the owner's booklet. The pt did not have a new battery at the time of the call and therefore the issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the meter returned product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.